Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:(B)(6) .

Event description:
It was reported the patient's lead had high impedances on 6 out of 8 electrodes. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.